Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable.

Event description:
Summary] the re-operation was performed due to retrograde artery dissection, and total arch replacement and open stent grafting were performed. [Description / sequence of events] (B)(6) 2017 implant information. -tevar was performed for sub-acute dissecting aneurysm of the aorta. Relay plus was implanted in order to close the entry site, which was around the proximal descending aorta. -relay plus was originally planned to place zone3, but it was finally placed zone2 to avoid the risk of type 1 endoleak. -another stent-graft (cook: tx2 extention28-80) was then implanted under relay plus. In addition, two txd stent-grafts were implanted to cover the distal portion and the terminal aorta. Touching-up was performed only where stent-grafts were overlapped. -coil embolization was performed on lsa, and the operation was completed without endoleak. About 50 days after the implant (event date is unknown => asking to the physician now.) -the patient was transported to the local hospital due to impaired consciousness. -cerebral infarction was suspected, but retrograde artery dissection was confirmed after a detailed examination. -the patient was then transferred to (B)(6), and the re-operation was performed on the same day. -total arch replacement and open stent grafting were performed. Relay plus was cut between the 1st and 2nd stent, and this proximal portion with bare stent was removed from the body. A new stent graft ((B)(6): open stent graft) was then inserted into the rest of relay plus body. (The extracted portion of relay plus was disposed at the hospital.) -tear started from the anterior side of aorta under the middle portion of bare stent, and it reached up to both common carotid arteries. Even though exact dissection range around common carotid arteries was not clear, this aorta dissection most likely caused impaired consciousness. -the patient condition after the re-operation is good. -high curvature was observed at the distal portion of aortic arch, but no specific vessel characteristics or no extra stress was confirmed on the proximal portion where the bare stent was positioned. -physician's comment: -this is the first experience of retrograde artery dissection occurred under the middle portion of bare stent. Dissection usually occurs at the tip of bare stent or at the 1st stent with stent-graft expanding force. -there was no problem on implanted relay plus contact to the artery wall. In addition, the selected relay plus size was appropriate (not over-sized), so this dissection is less likely to be due to stent-graft expanding force. - combination of some other factors, such as heat beat, could contribute to this dissection. -the diameter of ascending aorta was more than 40mm, so the aorta could be originally fragile.